Manufacturer narrative:
The company rep examined the system, confirmed the customer reported system message, and replaced the power supply to resolve the issue. Preventive maintenance was performed. The system was then tested and met product specifications. The replaced power supply is returning for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An ophthalmologist reported that during the priming of the cassette, a system message was displayed. The staff tried unsuccessfully to reset the machine. A pt had received anesthetic block in anticipation of surgery, but the surgery had to be cancelled.